Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump unexpectedly reset. There was no impact to the customer's blood glucose level. It was indicated that the customer had manual injections as alternate insulin therapy available.

Manufacturer narrative:
The investigation has been completed and the reported issue could not be confirmed. However, a different issue was found.